Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the bulb reservoir used for the first time? Yes. Was it activated and functioned as expected after first activation? No. How long after the reservoir was activated was the issue noted? Immediately. Were all connections checked to see if they were secure? Yes. Was any leakage observed? No. Any damage noted on the reservoir? No. Was a new bulb reservoir used to complete the case? Yes. If no, please inform how was the case completed?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a reservoir was connected to a drain. During the procedure, immediately after activating the reservoir, it was noted that the drain did not do vacuum (reservatory). There were no adverse patient consequences. Additional information had been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/1/2020.